Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). The avea user interface module (uim) was returned to carefusions factory service department. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to a faulty control board.

Event description:
The customer responded that the user interface module (uim) touchscreen was blank but the led lights were functional. There was no patient involvement.